Event description:
Additional information received indicated that the asymptomatic patient's implantable cardioverter defibrillator (ICD) continued to exhibit post-paced t-wave oversensing. Additional programming changes were made.

Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. The patient was stable throughout.